Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received medical assistance for low blood glucose. Blood glucose reading dropped to 24 mg/dl. The customer stated the insulin pump did not alert them of a low. The customer was semi-conscious during this time. It was also reported the sensor was displaying the wrong readings. The customer also reported no delivery alarms. Insulin pump will not be retuned for analysis.